Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they were in court and had the wand metal detector done and it was quite painful. They stated they felt tingling afterward. No further complications were reported or anticipated.